Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the cause of the infection was not determined but that the issue was resolved. The hcp clarified that the infection was first noticed on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hospital/facility regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient had their ins removed due to an infection. No further information was reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.